Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Approximately (B)(6) 2024 during a tubing replacement, the peg tube was unable to be removed and the patient was diagnosed with a buried bumper. The j tube was able to be replaced and the patient was discharged home. It was reported that the peg tube was unable to be replaced as it was too glued to the abdominal wall and half of the entire tube had shot inwards and could not get it back out. The patient was referred to gastroenterologist as the peg tube had become unpassable.